Event description:
The field service engineer reported an infusion pump with a failure code 570 condition. Information was not provided regarding whether or not the failure occurred during an infusion. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. No additional information or contact was available.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on jan 09, 2007. Evaluation summary:evaluation was completed and the condition of failure code 570, due to depleted battery (damaged) was confirmed. The main batteries and the battery harness were replaced and the baxter technician tested the device. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is being investigated under CAPA.